Manufacturer narrative:
H3 device evaluation - the driver was examined with the aid of a 5x loop. The tip of the driver is missing. The break region consists of a fracture area that is skewed relative to the driver's longitudinal axis. Multiple fracture planes are present with ratchet marks around the distal periphery. Shiny areas are also present. Based upon these observations it is believed that a crack may have been initiated at some prior point in time. The shiny areas are believed to be due to rubbing at the crack interfaces. The cause for the initial fracture is believed to be due to torsion combined with bending moment application. Review of device history records released for distribution on (B)(6) 2017 with no deviation or anomalies that would relate the reported malfunction. Two-year complaint history review did not reveal a trend for reports of this nature for the reported part number. No corrective actions are required at this time.

Event description:
It was reported that a procedure was performed in portugal on an unknown date, utilizing the reform pedicle screw system. Removed from the screw and the procedure was completed utilizing the second driver readily available in the set. There was no patient injury or delay to the procedure.

Manufacturer narrative:
Patient information: unknown. Date of event: unknown. Occupation :other; distributor. Device evaluation: information provided indicates that the product is available for evaluation but has yet to be received. Current investigation is limited to device history review and complaint history. Review of device history records found a total of (B)(4) pieces were released for distribution on 2/8/2017 & 11/16/2017 with no deviation or anomalies that would relate to the reported malfunction. Two-year complaint history review did not reveal a trend for reports of this nature for the reported part number. No conclusions can be drawn at this time. Should the product be received, a follow-up medwatch report will be filed.

Event description:
It was reported that a procedure was performed in (B)(4) on an unknown date, utilizing the reform pedicle screw system. While final tighten a reform lock screw, the tip of the lock-screw torque driver (39-rd-0060) broke. The broken piece was removed from the screw and the procedure was completed utilizing the second driver readily available in the set. There was no patient injury or delay to the procedure.